Event description:
Had bilateral hip replacements in 2005, right hip (B)(6) 2005, (B)(6). Depuy products were used. Last week out of the blue fever, nausea, poor appetite, significant right hip pain. Comes to (B)(6) (B)(6). Fever 102.4. Needle aspiration shows thick pus. Admitted. Metallosis IV antibiotics and surgery on (B)(6) 2017 for removal of the infected hardware. Now a cement spacer was inserted. Femur had to be fractured to get the rod out as (B)(6) is (B)(6) tall. Stem was 8 inches. Now IV antibiotics for 6 to 8 weeks then another needle aspiration and hopefully for no infection then new hardware. Experiencing severe pain. Requiring pain meds, fluids, creatinine has raised significantly requiring nephrology consult along with infectious disease. No income, no sick time. This has created a dreadful hardship. Left hip is also depuy.